Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/13/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found. H6 component code: c22 - photo analysis. Additional information: d9, h3, h6. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational summary: the product was returned to ethicon for evaluation. One empty foil and one used needle suture piece were received for analysis. Product code mcp3213. During the visual inspection of the returned sample, the swage and attachment area of the needle were noted to be as expected. Also, the tip and body of the needles were examined under magnification and no issues related to needle breakage or cosmetic or color needle were observed during the evaluation. In addition, the sample was tested by resistance test to needle and met the requirements. A photograph was provided showing two used needle-suture pieces and one foil packet corresponding to product code mcp3213. The tip of one needle appears broken and exhibits dark coloration. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. During the procedure, skin closure suture needle after close inspection appeared different from the standard product we usually use. The tip of the needle was missing, and the needle itself was discolored. On comparison with another needle from the same batch, the defect was confirmed. We check the patient surroundings but at this point we didn't know at what stage the needle tip was missing so there was a possibility it could be inside the patient. No patient impact, they noticed the problem after opening the packet. The item will be sent to us for analysis. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint#: (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: did the needle fall into the patient? If yes. Was the needle piece(s) retrieved during the same procedure? Were x-rays taken to locate the needle piece(s)? What measures were taken to retrieve the broken piece? Was there any additional tissue damage as a result of searching for the needle piece? If not retrieved, in what tissue structure the needle was retained? Is there any plan in place to remove the needle in the future? Please provide details. Can you identify the lot number of the product involved? Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq). Please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. As I already said, here are the details reg. The suture. Make / model: ethicon monocryl tm plus mcp3213h. Supplier: (B)(4). ID numbers. Serial number: (B)(6). Batch/lot number: 108q36. Unique device identifier (UDI): na. Date: 22-sept-2025. The mhra number is (B)(4). The suture will be shipped once I receive the complaint box. Remedial actions taken by healthcare facility, patient, or user subsequent to the incident: the defective suture needle was immediately withdrawn from use and replaced with an intact needle from the same box. The batch number were recorded, and the affected product was set aside for investigation. Staff were informed of the issue and instructed to visually inspect all needles prior to use to ensure integrity.

Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6, d9, h3. H3 investigation summary: the product received for analysis was mcp3213h visual inspection and metallurgical analysis were performed on the returned product. A failed suture needle, labeled as (B)(4), was submitted to herrera, stafford and associates, llc (hsa) for fractographic evaluation on october 20, 2025. The component was identified as product code mcp3213h. It was requested that hsa assess the fracture mode of the failure. A failure was observed at the tip of the needle. One side of the needle was received, the mating fracture surface was not provided for this evaluation. A scanning electron microscope (sem) was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations to determine the fracture mode. The evaluation of (B)(4) revealed fine fractographic features were obscured by mechanical damage and possible exposure to high temperature. The fracture surface contained an oxide covering the surface. Solidification type features, indicating melting, were also observed. These observations are consistent with a material that was exposed to a heat temperature condition. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.